Event description:
The surgeon had a case where permacol was sutured to the peritoneum and the patients abdomen was closed. The patient was transfered to intensive care where they had to be respirated by turning patient on their front. As they was turned, the wound opened and the permacol was exposed. The permacol tore away from the sutures causing a small bowel fistula. The patient later died.